Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
It was reported the three cleo 90 infusion sets that did not work. It was stated that the first cleo used began bleeding immediately after insertion, and he cleaned the area. The second cleo applied did not stick. It was mentioned that he used his stomach area for insertion and did not keep any of the infusion sets. One began bleeding heavily immediately after infusion. Another did not stick despite cleaning the site, using sticky prep, and making the circular motion it still popped off. The same issue occurred with the third infusion site as with the second. The operator of the device was a lay user. The event occurred while in use with a patient. There was no patient injury. The issue was resolved.